Manufacturer narrative:
Pump received button error alarm due to corroded keypad traces. Unit received no button response due to corroded keypad traces. No scrolling numbers anomaly noted. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and numbers were scrolling on the screen. The customer also reported that the keypad was unresponsive. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.